Event description:
On (B)(6) 2012 it was reported by the therapeutic consultant that the physician's handheld device was not working as it was stuck on a white screen. He stated that he performed troubleshooting by performing a hard reset; however, this did not resolve the issue. After the hard reset was performed, a white screen appeared followed by a message stating "execute cab file timed out: new application not installed." The "ok" button on the error message screen was then pressed and the white screen appeared again. A new handheld was requested and delivered for the physician. No patients were affected. Product analysis was performed on both the handheld and software, but no anomalies were observed. The handheld, flashcard, and software all performed according to functional specifications.